Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is experiencing intermittent stimulation and is currently receiving therapy in his left arm instead of his right, as intended. Impedance testing revealed high measurements. X-rays were taken for further interrogation; however, the results have not been disclosed. A decision regarding the next course of action in this matter has not been reached.